Event description:
During a laparoscopic cholecystectomy procedure, the device was not firing properly. The clips were not closing. A piece of plastic fell from the instrument into the abdomen and was retrieved laparoscopic. There were no adverse consequences to the pt.